Event description:
It was reported that the loop broke off during the case. No negative impact in state of health reported. Cross reference mdrs: 9610617-2025-01829. 9610617-2025-01831.

Manufacturer narrative:
The device was already discarded, and will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ids: (B)(4).